Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Right hip revision was performed due to pain and squeak. Stem, ceramic head, ceramic insert, screw, and cup were removed and replaced with competitor components.